Manufacturer narrative:
The manufacturer received information alleging a ventilator's screen turned black during use but kept operating. The device has been replaced with a backup. The sales representative visited the hospital and was unable to reproduce the event. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the alleged malfunction was unable to be confirmed during operational checking. The screen was readable. There was no error indicating an abnormality in the error log. It was determined that the issue was caused by a malfunction to the circuit board. The circuit board was replaced to resolve the issue. Additionally, repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly. A supplemental final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's screen turned black during use but kept operating. The device has been replaced with a backup. The sales representative visited the hospital and was unable to reproduce the event. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.